Event description:
It was reported that this pacemaker and right atrial (ra) lead triggered a lead safety switch (lss) due to high out-of-range pace impedance measurements greater than 2,000 ohms. It was noted that ra lead trends were characterized by an increase in measurements with some variability. In addition, there was some inappropriately stored atrial tachy response (atr) episodes due to myopotential oversensing. The physician, with help from technical services (ts), turned off the lss. This pacemaker and ra lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.